Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 53 mg/dl. Customer said he has an issue with his sensor and his insulin pump. Customer reported that today the whole day it was alarmed with calibration required. No further information given. It was unknown whether customer using automode at the time of reported low blood glucose event. The insulin pump was not returned for analysis.